Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was fired and the staples were fired, but were malformed and there was no cutting of the tissue. Another device was used to complete the case. There was no consequence to the patient. One device being returned.